Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and a correction. (B)(6) unique identifier (UDI) # was corrected from (B)(4) to (B)(4). Product event summary: the controller ((B)(6)) and one (1) battery ((B)(6)) were returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual inspection and functional testing. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. The battery was received with no flags enabled. This observation is an additional finding not related to the reported event. Based on the available information, a possible root cause of the observed overvoltage fault detected by the analog front end (afe) integrated circuit can be attributed, but not limited to, to a fully charged battery being connected to a battery charger. Review of the alarm log file revealed a controller fault alarm logged on (B)(6) 2022 at 18:34:18, indicating a power out of range. During the controller fault alarm, (B)(6) was the primary power source with 97% relative state of charge (rsoc). Throughout the entire period that the battery was providing power to the controller, (B)(6) was reporting a relative state of charge (rsoc) value of 97%. Since the reported rsoc value did not decrease, the controller didn¿t trigger low battery or critical battery alarms to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. Additionally, 16 low flow alarms were logged since (B)(6) 2022. As a result, the reported events were confirmed. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the controller fault alarm event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Additional products: d4: serial #: (B)(6) UDI #: (B)(4) d9: yes, return date: 01-apr-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) d9: yes, return date: 01-apr-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c020701, c02 h6: FDA conclusion code(s): d02, d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Brand name: heartware ventricular assist system: controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 02-oct-2020, labeled for single use: no. Patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited numerous low flow alarms and the controller exhibited a controller fault alarm. It was also noted that when the battery were connected to the controller, the controller fault alarm occurred. The controller fault alarm resolved on its own. The vad remains in use and the controller and battery were replaced. No patient complications have been reported as a result of this event.